Event description:
It was reported that foreign matter was discovered on catheter hub with a bd insyte¿ autoguard¿ bc. The following information was provided by the initial reporter, translated from chinese to english: this is a report about foreign matter on the catheter hub.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation.  Bd received one unit and four photos. During the visual/microscopic examination it was observed that black specks were embedded within the needle cover, confirming the reported defect. The material was determined to be a non-foreign, burnt particulate resin. These specks are a result of material build up on the barrel/screw breaking free during the molding process. Molds are purged between lots to reduce buildup and mitigate the occurrence of this defect; however, one lot can sometimes take up to ten days to produce and buildup can occur. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered on catheter hub with a bd insyte¿ autoguard¿ bc. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about foreign matter on the catheter hub.